Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10 explant was reported due to leaflet degeneration and regurgitation. The investigation found that there was circumferential fibrous pannus ingrowth on the inflow surface, which extended onto all three leaflets and narrowed the inflow diameter. Leaflet 2 and 3 were torn all three leaflets contained folds/retractions, which would have caused incomplete coaptation. All three leaflets had fibrous thickening. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear site, which could have contributed to the formation of the tear. In addition, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported on (B)(6) 2021 a patient presented to the emergency department with rapid atrial fibrillation (a-fib) on (B)(6) 2020. An echocardiogram was performed in which moderate aortic regurgitation (ar) was observed. The patient was ordered a transesophageal echocardiogram (toe). He underwent the toe on (B)(6) 2020, which revealed leaflet degeneration along with severe ar. Severe aortic regurgitation second to cusp failure of the bio-prosthesis valve was confirmed intraoperatively. Although the patients left ventricle appeared dilated during procedure and reported to have an "overall quite good underlying function," the surgeon noted that the leaflets appeared folded over on the aortic valve. The valve appeared normal in the right and non-coronary cusps but the left coronary cusp had the appearance of folding on itself associated fibrosis and cusps retraction causing the regurgitation. It is in the opinion of the physician the patient experienced adverse health consequences due to second surgical procedure, due to the performance of the device. Although the patient has been reported stable and recovering, the patient has not had a follow-up visit since this reported procedure. It was reported the post op notes indicated the continued condition of rapid afib and on (B)(6) 2021 the patient received a permanent pacemaker for treatment.